Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis determined that the cable was cut and that the label was missing its laminate. The cable and the label were replaced. (B)(4).